Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The beckman coulter field service engineer (fse) inspected the instrument and found bubbles in the wash pump chamber and the fluidics pathway. If air is allowed into the system, bubbles can be created which could then be dispensed through the dispense probes, compromising vessel washing capability. Without proper washing, rlu (relative light unit) recovery would be falsely elevated, which could cause erroneous elevated results for sandwich assays such as access accutni+3. The fse replaced the fluidics manifold and performed preventative maintenance. Proper system performance was verified and the instrument was returned to the customer. In conclusion, there is sufficient evidence to suggest the cause of the erroneous elevated access accutni+3 and access total bhcg (5th is) results is due to a hardware malfunction of the wash valve manifold.

Event description:
The customer reported obtaining erroneous elevated troponin I (access accutni+3) and human chorionic gonadotropin (access total bhcg (5th is)) results for an unspecified number of patient samples on the laboratory's access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer provided one example of non-reproducible elevated access accutni+3 results. The initial access accutni+3 result was 0.19 ng/ml. This is above the normal reference range of the assay of less than 0.04 ng/ml. This result was reported outside the laboratory. There was a report of a change to treatment for one patient. The patient was started on a heparin drip. There was no report of any additional change or impact to patient care or treatment in association with this event. The patient's sample was reanalyzed on the laboratory's access 2 immunoassay system (serial number (B)(4)) and recovered with lower access accutni+3 result of 0.01 ng/ml, within the reference range of the assay. Quality control results before and after the event was described as high. Information on patient sample collection and processing was not provided. No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument.